Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all values were within the expected ranges. Pre-analytical factors, including sample handling and centrifugation, were reviewed and found to be appropriate. No instrument-related issues were identified, and the analyzer was operating under standard environmental conditions. The root cause was attributed to a sample-specific discrepancy. The elecsys hiv combi pt assay has a specificity of less than 100%, and false reactive results may occur. The customer was advised to follow confirmatory testing algorithms as outlined in the product's method sheet.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 200 v2 assay on the cobas 6000 e601 module. The initial test on (B)(6) 2024 yielded a result of 31.11 coi (reactive), and a re-run on the same day produced a result of 35.05 coi (reactive). A subsequent test on (B)(6) 2024 generated a result of 34.26 coi (reactive). Additional testing performed at the customer site included abbott hiv testing, which was non-reactive, and a blot test, which was negative.